Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was oversensing of the right ventricle due to undersensing on the right atrial (ra) lead which resulted in inappropriate pacing of the right atrium. The device was reprogrammed to deactivate the ra lead to resolve the event. The patient was stable.